Manufacturer narrative:
Patient information could not be obtained after multiple attempts. Attempts were made as follows: 5/22/2017 - voicemail, 5/30/2017 - phone, 5/30/2017 - phone, 5/30/2017 - email. The hospital biomed removed the ez change from the anesthesia machine.

Event description:
The hospital reported higher than expected carbon dioxide readings. There was no reported patient injury.